Event description:
It was reported that the set screw holder detached from the screwdriver during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the setscrew is detached from the instrument due to shearing of the setscrew retaining pin. A review of the device history records found no documentation to indicate a non-conformance to specification.